Manufacturer narrative:
A review of the device history records for this device was not possible without additional product information. The returned product is still under evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a lumbar fusion to correct idiopathic scoliosis. At an unknown time post-op, the screw connector slipped on the rod at l3. The patient underwent a revision surgery to replace the screw and setscrew.